Event description:
The customer reported a falsely elevated alinity I stat high sensitivity troponin-I result for a 66-year-old female patient. The following data was provided (customer provided reference range for females: =15.4 pg/ml).: sid (B)(6): initial result = 70.2 pg/ml, repeat was <1.9 pg/ml. No impact to patient management was reported.

Manufacturer narrative:
Section a patient information: refer to section b5 for complete patient information. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 8p13 that has a similar product distributed in the us, list number 4z21, with 510k/PMA/bla number k202525.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in-house testing of a retained kit of the complaint lot. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. A review of tracking and trending did identify an increase in complaint activity. However, no commonalities for the complaint lot and issue were identified. Accuracy testing was completed using panels which mimic patient samples using an in-house retained kit of lot 80168ud00 (which contains the same bulk material as lot 80170ud01) stored at the recommended storage condition. All specifications were met, indicating that the lot is performing acceptably. Device history record review did not identify any nonconformances or deviations associated with the complaint lot 80170ud01 and complaint issue. Labeling was reviewed and adequately addresses the current issue. Based on the investigation, no systemic issue or product deficiency of the alinity I stat high sensitive troponin-I reagent lot 80170ud01 was identified.

Event description:
The customer reported a falsely elevated alinity I stat high sensitivity troponin-I result for a 66 year old female patient. The following data was provided (customer provided reference range for females: =15.4 pg/ml).: sid (B)(6): initial result = 70.2 pg/ml, repeat was <1.9 pg/ml no impact to patient management was reported.